Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension set was leaking at connection to the catheter. It was noted hat the threads were no threading accurately and cracks were observed. There were no adverse effects caused to any patients from the event. "This file captures the several and repeated issues that were not reported."

Event description:
It was reported that the extension set was leaking at connection to the catheter. It was noted that the threads were no threading accurately and cracks were observed. There were no adverse effects caused to any patients from the event. "This file captures the several and repeated issues that were not reported."

Manufacturer narrative:
Additional information added to: d11. The customer complaint of extension set was leaking at connection to the catheter could not be confirmed due to the product was not returned for failure investigation. No investigation was performed. Device history record for model mpx5300-c lot 20016223 shows that the set was manufactured on (B)(6) 2020 with a total of 11,903 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned.